Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070603c vascular stent allegedly failed to deploy, was difficult to remove, misfired, and broke. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified failure to deploy, misfire, break, and difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4; h6 (device code 2532). H11: b5; h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070603c vascular stent allegedly failed to deploy, was difficult to remove, misfired, and broke. It was further reported the delivery system and guidewire were removed as a single unit and another device was used to complete the procedure. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.